Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 562 mg/dl, 823 mg/dl and 682 mg/dl within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell out of range. The freestyle freedom meter is not capable of receiving values greater than 500 mg/dl. There was no report of death, serious injury or mistreatment associated with this event.